Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the skin on (B)(6) 2025. On the same day, it was reported that the patient started getting inaccurate readings was not able to specify the reading comparison and did not have any symptoms. Patient continued to use the same sensor. On (B)(6) 2025, the cgm reading was 200 mg/dl, then it went down to 49 mg/dl. She did a fingerstick and it was 75 mg/dl. Patient was feeling shaky, lightheaded and sweaty so she called her doctor. Her doctor advised her to go to the hospital. She went to the emergency room at 4:45 pm cst. Patient stated she was treated with insulin shots (injections, only her maintenance). Bg meter was taken while at the hospital but patient cannot remember the readings from the bg. Patient feels better now but was still at the hospital during the call. She has been there for more than 24 hours. Patient went to the hospital 4:45 pm cst ((B)(6) 2025) and the call happened 7:54 pm cst ((B)(6) 2025). No other details were documented. No data was provided for evaluation. The allegation and the probable cause could not be determined. There was not a complete set of reported glucose values available to search within the parkes error grid calculator. The reported glucose values fall within the b zone of the parkes error grid. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia.